Event description:
The wire on the fenestrated bipolar forceps broke intra-operatively. No harm to the patient was reported. The instrument is being returned to the manufacturer for evaluation. The instrument had been used 6 times; it is designed for 10 uses. Manufacturer response (as per reporter) for forceps, fenestrated, bipolar, da vinciwill evaluate when the instrument is received